Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a high glucose alert and a confirmatory fingerstick of 399 mg/dl after going to bed high, and upon removing the infusion set the cannula was found bent; the user replaced the infusion set and resumed insulin on the ilet, and education and troubleshooting were completed, including calibration, tubing replacement guidance, and infusion set insertion coaching. Symptoms included dry mouth consistent with hyperglycemia. Outcomes included user self-management without outside assistance or medical intervention. Investigation included user interview, device use review, and assessment of infusion set function. Investigation of this case revealed a bent cannula and probable infusion set delivery issue leading to hyperglycemia, with resolution after infusion set replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to cause unclear hyperglycemia with evidence of infusion set disruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.